Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a plastic-like foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported that the issue "problem with the aspiration system" was found before procedure. Reprocessing was completed before sending the instrument to the repair center and was performed as per the user manual.

Manufacturer narrative:
The returned device was evaluated. Initial leakage and electrical safety tests were performed. Leakage was noted at the electrical connector mouthpiece pins. Due to damage on guide pin of electrical connector, water tightness was lost. The following parts had discoloration- air/water-cylinder, suction cylinder, grip, forceps elevator knob, switch box, right/left knob and up/down knob. Due to clogging of nozzle, no air and no water is fed. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Light guide lens had a crack. Connecting tube and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus that the gastrointestinal videoscope exhibited problems with the aspiration system. The device was returned and an evaluation at the repair center revealed clogging in the nozzle with foreign material which resembled plastic fibers. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with the event.